Manufacturer narrative:
A complete lead was returned in one piece measuring 51.8 with the helix retracted and clogged with blood for the reported event of unable to be fixated. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event was unconfirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricular lead could not be fixed after multiple attempts. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.